Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 17279784 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and after the sheath was inserted into the patient¿s body, reverse blood was observed at the hemostatic valve. No damage was observed, and there were no apparent external abnormalities such as dislodgement of the hemostatic valve. It occurred after the mapping catheter was inserted. Vizigo short was replaced based on the physician's judgment. A few drops of blood were observed; however, the exact amount is unknown. No needle product was used with the vizigo sheath. No adverse patient consequence was reported.